Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped light guide bundle, insufficient light a root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event chipped light guide bundle was cause due to chipped light guide bundle. The event insufficient light was cause due to component failure of the universal cable. The most probable root cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported device underwent prolonged sterilization during reprocessing involving an olympus rigid video laparoscope. There were no reports of patient involvement.